Event description:
During follow up for an unrelated event, it was reported by the peritoneal dialysis registered nurse (pdrn) that the pt was seen in routine pd clinic on (B)(6) the pt reported feeling "weak" and was sent to the emergency room by the physician for eval. According to the pdrn, the pt was admitted. He had no further info re: this hospitalization expect the pt was discharged home afer admission. Length of stay was not known. The pt is continuing on continuous cycling peritoneal dialysis.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. Additionally, the liberty cycler serial number is not known and the device was not returned. The post marker clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported hospitalization after reporting "weakness". This will be reported as a serious injury for the hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.